Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Ultrasound performed (B)(6) 2022 findings: right demonstrates multiple layers of parallel lines within the content of the implant compatible with intracapsular rupture. Impression: findings compatible with intracapsular rupture of the right breast implant.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed, as fold flaw opening additional observations: creases observed, on the shell. Wear abrasion on the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been replaced.